Manufacturer narrative:
A device history record review could not be completed because the customer did not provide a valid lot number. There were no samples or photos provided for evaluation. Based on the limited information provided for the investigation and analysis, the most possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement plan, the supplier has increased their weighting system from one time to twice and also updated related sop to clearly specify the inspection process and disposition method during weighting process. Operators have been re-trained to increase awareness of the reported issue during the weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/3/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that three packs of gauze should have ten each inside but only had nine.